Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows : the file analysis led to the following observations: - the reported issue was caused by the brutal shutdown of the tablet during the installation of smartview 3.16. - the root cause of this brutal shutdown was not determined. - as a reminder, the tablet must remain plugged until the smartview installation completion, and must not be powered off during this installation.

Event description:
Reportedly, after performing upgrade of the smarttouch programmer, an error message appears : "windows cannot find c:\ela\manager\manager.exe". After contacting asw team (B)(4), the issue was resolved.